Event description:
A customer reported to beckman coulter, inc. (Bec) that the probe of the coulter hmx hematology analyzer dislodged out of the bsv (blood sampling valve) then leaked clear fluid. The leak was contained within the instrument. The customer was wearing personal protective equipment at the time of the occurrence. There was no injury or exposure to mucous membrane or open wounds. No patient results were affected. A field service engineer was dispatched to the facility to examine the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and inspected the instrument. The fse confirmed that the probe for the blood sampling valve had dislodged. The cause of the dislodgement was not determined. The fse reinstalled and secured the probe. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).